Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 15, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had reverted to the setup mode. The pt indicated that the alleged meter issue started one month prior. Before the meter issue began, the pt had symptoms of a headache, dizziness, and a cold sweat. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. The following month, the patient reportedly received assistance in an emergency room (ER). The patient's blood glucose was tested on an ER/hosp meter and a result of "480 mg/dl" was obtained. The pt was treated with type "n" and "r" insulins. The meter was replaced. This complaint is being reported due to the following conclusion: the pt alleged she was unable to test her blood glucose and received insulin treatment in an ER about a month later.